Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: the pump's black box showed evidence of pump reboot events, but the rest of the history could not be downloaded. The battery cap was able to attach firmly to the pump with no issue. The pump was unable to fully start up and would get stuck rebooting. The alleged power issue was duplicated. An internal component of the pump was found to be overheated and causing a high current draw. The component was removed and the current draw returned to normal. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.